Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2014. There were no anomalies found on the review of the device memory.

Event description:
It was reported that the device was at elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4196-78, implantable pacing lead, (B)(6) 2010; 6947-58, implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.